Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for one patient. The following results were provided (reference range 133-146): sid (B)(6) initial result 119 mmol/l, repeated 134 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and resolved the issue by clearing a clog from the alnty ci external waste female connector. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c-series processing module did not identify an increase in complaint activity. A review of tracking and trending for the alnty ci external waste did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c-series processing module for serial (B)(6) or the alnty ci external waste were identified.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for one patient. The following results were provided (reference range 133-146): sid (B)(6) initial result 119 mmol/l, repeated 134 mmol/l. No impact to patient management was reported.